Event description:
It was reported while using bd maxplus pressure rated extension set with needleless connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: account states mp5301-c leaking.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of product leaking could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22069275 was performed. The search showed that a total of (B)(4) lot number was built on 20jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with needleless connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: account states mp5301-c leaking.